Event description:
During a recent surgical meeting, a case was discussed that involved an adverse event. During a mitral valve replacement, resistance was noticed during the placement of the endoclamp aortic catheter ((B)(4)) through the femoral artery. After the case completed, it was noticed that an arterial dissection had occurred which resulted in patient death after a few days. The date of procedure is unknown, but estimated to be within the last two years. There was no allegation of product malfunction with the device, during the review.

Manufacturer narrative:
Device was discarded by the hospital and is unavailable for evaluation. The death of patient was identified by the attending physician and did not include allegation of device malfunction. This device was not returned for evaluation. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determination.